Event description:
It was reported that during the procedure, the 3.0 x 33 mm xience pro could not cross an unknown coronary lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned goods analysis revealed a separated hypotube.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Additionally, a shaft separation was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us.